Manufacturer narrative:
Lot number - potential lot was provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/ potential lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that when the ik device valve is turned off to the patient and it has been flushed, blood is still getting into the sheath. The physician is concerned clot builds up in the sheath and then when he advances the catheter, he is pushing clot up the aorta with the catheter. Additional information was received 08january2019: the case performed was a heart catheterization or a peripheral leg case. The procedure outcome was successful, this issue did not lead to blood loss. The patient was stable and the case was completed with the same sheath.